Manufacturer narrative:
Per -2008 initial report, additional information, including post primary and pre revision x-rays, operative notes, patient details and return of the explanted devices has been requested in order to progress with the investigation of this event. A post primary x-ray has been provided and the explanted devices are being returned to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 month due to an intra-operative fracture of the pelvis during primary surgery, resulting in migration of the cup.

Manufacturer narrative:
Per -2008 final report additional information, including post primary and pre revision x-rays, operative notes, patient details and the return of the explants was requested in order to progress with the investigation of this event, however, not all information was available. A post primary x-ray and the explants were provided and reviewed at corin. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that an intra-operative fracture of the pelvis occurred during primary surgery which led to the cup migration and subsequent revision. It has therefore been concluded that this event is not the result of a malfunction / failure with the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 1 month due to an intra-operative fracture of the pelvis during primary surgery, resulting in lack of fixation and cup migration.